Event description:
Vessel sealer extend instrument was inserted into robotic arm and message appeared that stated "blade is exposed" and advised to take out instrument and inspect the blade and reinsert. Instruction was followed and the same message appeared the second time as well. The instrument was removed and new vessel sealer extend was inserted successfully.